Event description:
Customer reportedly obtained a result of hi on his device while the nurse's device read 115 mg/dl. The comparison was reportedly done within 1 minute. No teatment received. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.